Event description:
It was reported via receipt of user facility report #2000330000-2005-8020, that an incident occurred in the emergency dept where after "IV lines were placed and connected tothe ...macro y set tubing. It was noted that the IV meds (lasix and morphine) had leaked from the tubing connector onto the stretcher. ...the macro y set was swapped out and replaced..." It was also reported that the involved 12126 device set was discarded. In 2005 four (4) unused, same lot device sets were returned to the manufacturer for analysis and investigation. Mfrs device eval: visual inspection recorded that the four (4) unused 12126 device sets male luer components were misshapen/oval. Functional eval of the device sets recorded that the device set connections could not be properly connected/attached to mating devices. Complaint analysis: the analysis determined that the cause of this type of intermittent problem is attributable to environmental conditions/raised temperatures occurring during storage/handling of the components. Based ono the complaint investigation results a corrective action was initiated and implemented to address this type of intermittent component issue. ICU medical has qualified a fitting, molded with a resin that resists deformation at higher temperatures. Test data shows this material change results in less dimensional shape variations/warping than the previously used pvc material.